Manufacturer narrative:
H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 and observed a map shift with no error message, no cardioversion and no patient movement. Initially it was reported that a soundstar® catheter had an error: the ultrasound machine is in error state (error # 61220) displayed on the carto® 3 system. Turned off the cartosound® option on the ultrasound system, changed the configuration of the system on the profile, selected "cardiology" on the (s70) ultrasound system, reselected cartosound® and reconnected to the carto® 3 system. The issue was resolved. Right after mapping the right atrium (ra) and getting to the left atrium (la), right before they started to map, everything froze and an error location pad disconnected was displayed on the carto® 3 system. Checked the connections but everything was okay, rebooted the patient interface unit (piu) and the issue resolved. The reboot caused the study to reinitialize. After the initialization of the system, the system displayed an error: the carto application needed to restart and the system reloaded the carto® 3 application. The option to continue with the same study was presented and selected. They were using the defaults and not a custom template. The procedure continued. After connecting and introducing into the body, the farawave¿ pfa catheter was on the right inferior vein, but the catheter was projecting as if it was on the left superior vein and it looked like the map had shifted. The suggestion was to put back the mapping catheter to reset the basic impedance map, but the physician did not want to continue in the route. The physician continued using fluoroscopy. They ended up using external pacing due to other reasons and the use of the external pacing ended up resolving the map shift. They could not explain it, but that is what appeared to have helped it. The external energy detection turned off by itself. They had performed 5-6 applications and the team needed to replace the farawave¿ pfa catheter. After the catheter was replaced in the nex application, the system did not turn the magnet off and the system began to request to initialize. The popup went away as the system resolved by itself. They checked the external detection option and found it was disabled. They believe the replacement of the farawave¿ pfa catheter may had caused the automatic energy detection to turn off. No patient consequence was reported. Additional information was received on 17-apr-2026. The system did not produce a specific error message to indicate the map shift. The shift was identified when the farawave¿ catheter, which was physically in the left inferior pulmonary vein (lipv), appeared to be projecting onto the corina. This discrepancy was visually confirmed and was inconsistent with the actual catheter position. The issue was observed immediately prior to ablating, at a time when there was no mapping catheter present. Up until the shift, the map was accurate and reliable. The difference in map location was substantial. Prior to the shift, the map was considered 100% accurate, but following the map shift, the map was unusable and the physician decided not to proceed with mapping using the shifted map. No cardioversion was performed before the map shift occurred. The patient did not move before the map shift was detected. The patient did not cough prior to the shift. Based on the accuresp monitor, there appeared to be a change in the patient¿s breathing pattern, which was noticed after the map shift had already happened. There were no changes in the patient¿s head position or repositioning on the pillow prior to the shift. The patient¿s arm was not moved independently of their main position on the mattress before the map shift. Photos provided of the map shift. The event issues were originally considered non-reportable, however, bwi became aware on 17-apr-2026 that the map shift issue was with no error message to indicate the map shift, no cardioversion performed before the map shift occurred and the patient did not move before the map shift was detected and have reassessed this map shift issue as reportable. The awareness date for this reportable map shift issue is 17-apr-2026.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).